Event description:
Description from the customer: hcu 40 showed the error message "water temperature too high." On patient and cardioplegia side. (B)(4). (B)(6).

Manufacturer narrative:
A maquet field service technician investigated the unit and found the device board defective and replaced the same. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available.